Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported separation was confirmed. The reported difficulty to remove could not be replicated in a testing environment as it is based on operational circumstances. The reported deflation issue could not be replicated in a testing environment due to the condition of the returned device. It was reported that the nc trek balloon dilatation catheter was used in a left renal artery intervention. It should be noted coronary dilatation catheters (cdc), nc trek rx, global, instruction for use states: the nc trek rx coronary dilatation catheters are indicated for: balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion and balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the reported separation and difficulty removing the device appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Incorrect anatomy. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the nc trek rx 5.0 x 20 mm balloon dilatation catheter was used in a left renal artery intervention. There was no resistance during advancement to the lesion; however, after inflation, the balloon did not deflate well. During withdrawal from the anatomy, resistance was met with both the artery and the 6f guide catheter and part of the balloon detached from the catheter. The separated part of the balloon was in the guiding catheter and was able to be removed without further intervention. Although this extended the procedure time, it was not clinically significant as there were no adverse patient effects. The patient was stable post-procedure. No additional information was provided.